Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-00239. Related manufacturer reference number: 2938836-2020-00240. It was reported that the leads were noted to be dislodged back into the generator pectoral pocket region. Furthermore, imaging revealed the header had reversed on its long axis compared to initial implant imaging. Twiddle¿s syndrome was suspected. It was further noted that the right ventricular (rv) lead was stretched, damaged and explanted but the right atrial (ra) lead was repositioned on (B)(6) 2020. The impedance measurement for the ra lead was elevated. The implantable cardioverter defibrillator was reimplanted on (B)(6) 2020. The patient was stable.